Event description:
According to the reporter: these ftrs are associated with the same (B)(4). Balloons not inflating. Three different lots, three separate dates. *** additional information received via email *** 1. What surgical procedure was being performed? Tep lap inguinal repair 2. Was there any unanticipated tissue loss as a result of this problem? No 3. Was there any tissue damage as a result of this problem? A. If yes, describe the damage and provide details on how the damage was treated/corrected. B. Was the damage irreversible? No 4. Was there blood loss of 500cc or more due to the product problem? No 5. Did any additional blood loss resulting from this product problem require a blood transfusion? No 6. Was surgical time extended by more than 30 minutes due to the product problem? No 7. Was any adverse event reported as a result of any delay in surgery? (I.e. An extension of the hospital stay, infection, etc.?) No 8. How is the patient currently? Pt. Is doing fine.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).